Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, bi-lateral, asr resurfacing, left: revision date: (B)(6) 2011, product lot nos: 1890738; 1825341, right: revision date: (B)(6) 2011, product lot nos: 1894916; 2140585, update from (B)(6) email (B)(6) 2011: dates of revision, bi-lateral info, hospital, surgeon. Update: sleeve for right hip and reason for revision received (B)(6) 2012. Reason(s) for revision: alval / soft tissue reaction, update- reason for revision. Taken from claimsuite dated (B)(6) 2013, reason(s) for revision: pain. Update 14june2017: additional information received from (B)(6). Reason(s) for revision : pain. This complaint was updated on june 30, 2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.